Event description:
Global product surveillance (ps) contacted the peritoneal dialysis nurse (rn) on (B)(6) 2011 regarding the homechoice (hc) changing the last fill. The rn stated that the hp's hc had changed the last fill volume from 2200ml to 1300ml. The rn unsure if the hp had changed the programming or if the hc had changed the programming. The rn retrained the hp and told the hp to not attempt to change the programming on the hc. The rn stated that the hp was completing therapy and there were no complications from the reported problem. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the reported condition could not be confirmed. The assignable cause of the problem is undetermined. No issues were identified that may have contributed to the reported issue of program changed by the device.